Manufacturer narrative:
Article citation: midha, neha et al. 'Efficacy of needling revision after xen gel stent implantation: a prospective study'. J glaucoma. 2020 jan;29(1):11-14. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The article, 'efficacy of needling revision after xen gel stent implantation: a prospective study' noted one of the complications associated with needling revision was partial amputation of the xen implant during the procedure. This is for the same article reported under MDR ID # 3011299751-2020-00322.